Event description:
Caller indicated the relion prime meter was giving high readings. On sunday about noon the mother got a reading of 600 and took insulin based on the reading. About 2 hours later she started feeling cold, weak, dizzy and could not breathe. The son tested with a different meter and her glucose was 48 so they gave her some juice and a candy. 20 minutes later she started feeling better. They did compare the prime a couple times with the other machine and they got 500 with prime and with other meter she got 187. They store products in the bedroom. She washes hands and uses alcohol, but does let it dry before testing. She does change the lancet. Just got machine about a week ago along with the strips. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.